Manufacturer narrative:
Device evaluations of monitor (B)(4) has been completed. Upon evaluation, the front response button was intermittent. The root cause of the intermittent response button cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for an unrelated reason, a reportable problem was found. The front response button was intermittent.